Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the distal sleeve was disengaged. The articulation knob functioned properly. The handle could be actuated and cycled properly with no single use loading unit (sulu) attached. The sulu was unable to be loaded onto the instrument. It was reported that the user was unable to load the reliatack device. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic ventral hernia repair, while reloading the tacker outside of patient, the second reload would not engaged to the handle. Lock/unlock button was not compressing properly. The device was not used on the patient after the loading issues and a new device was opened to complete the surgery. There was no patient injury.